Manufacturer narrative:
(B)(4). Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, weak battery, low battery, batt out limit or failed batt test alarms during testing. However, unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. No rewind anomaly noted. Motor passed motor test. Device had cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump received random no delivery alarm three times per week, battery was hard to get in and pump was broken on the side as well as insulin pump takes longer rewind. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.